Manufacturer narrative:
Block b3: exact date unknown, event occurred a day before the manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation and extended charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.